Event description:
Following a coronary catheterization, a 6f angio-seal evolution was selected for use and deployed. Two days later, the pt was diagnosed with a pulmonary thromboembolism, and administered streptokinase. Then the pt presented with pain and ecchymosis in the right lower extremity, with decreased pulses. Surgery was performed to remove a clot and the anchor from the right common femoral artery. The pt was listed as recovering.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of analysis, a supplemental medwatch will be filed.